Event description:
The customer reported that the ventilator had a proximal pressure line disconnect then patient disconnect alarm. It was reported that the device was in use on a patient when the therapy occurred. There is no report of patient or user harm. The ventilator was not swapped out as the patient and user were able to successfully complete therapy. The field service engineer (fse) evaluated the incident, and the reported phenomenon was not duplicated despite a test run. No anomaly was found in the device despite device checking. The device was returned to the vendor.